Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that visual inspection found that the helix was compressed inside the sleevehead, and the drive shaft lug stuck behind the retraction stop. /over-retracted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure when the sensing was tested, the values were "not ideal." It was determined this was due to the patient's cardiac muscle abnormality. Repeated attempts at placement were made when the helix was damaged. The lead was removed and another one was implanted. No patient complications have been reported as a result of this event.